Event description:
The customer reported that the system was stuck in subtraction. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the high voltage cable. The system was tested and found to be working as intended and put back in service.